Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6) . Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported implant rupture. Breast asymmetry. The examination revealed a contracture of the connective tissue capsule around the implant, a contour defect in the lower pole. Patient denies breast injuries. Later, healthcare professional confirmed capsular contracture baker grade ii. This record is for left side. The device was explanted and replaced with another manufacturer's device.